Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the left femoral artery. The iab was to be used during coronary angiography. After the iab was inserted, the pump was switched "on" and the iab did not inflate. The staff tried to inflate the iab using a syringe, however, this was unsuccessful. As a result, the md removed the sheath and the iab as one unit. Another iab was inserted without incident.